Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a high temperature alarm condition was observed in device's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high temperature alarm condition and the device's blower motor was replaced to address the issue. During further evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.